Event description:
It was reported in a patient's clinic notes that he "recently had more frequent seizures. He says his vns is probably not functioning right, when uses the magnet, it doesn't work". Diagnostic testing was performed on this date; though the results are not known for the tests, there were no issues listed in the notes. The patient's programming history was searched. The patient's last known settings are from (B)(6) 2011. The patient's last known diagnostics on (B)(6) 2010 show proper device function. Attempts for further information have been unsuccessful to date.